Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 147 mg/dl. Customer reported that pump it keeps flashing the date, it will not let him bolus .customer stated that it flashed time but does not let him move forward. Customer states the pump was neither dropped nor bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.